Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while sending an exam to electronic picture archiving and communication systems (pacs) the mobile view station (mvs) became unresponsive. No patient present and it was noted that a reboot resolved issue.